Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda cannot be determined. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report an slda and intervention. It was reported that a patient presented with grade 4+ mixed mitral regurgitation, anterior mitral leaflet (aml) prolapse, calcium noted on the posterior mitral leaflet (pml), some tethering on the pml, and an enlarged left atrium (la). During a mitraclip procedure, leaflet insertion assessment was satisfactory with an xtw clip. The clip was deployed. To target the residual mr, an additional clip was used. As the second clip was positioned, it was noted on fluoroscopy, that the xtw clip was mobile. It was confirmed that the anterior mitral leaflet had detached. The second clip was then used to stabilize the single leaflet device attachment (slda). The clip was placed close to the xtw, and the jet was reduced. The final mr was grade 2, pulmonary veins from reversed to systolic dominant/blunted and the gradient post procedure was 3mm/hg. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.